Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level was displayed as ¿high¿; although specific value was not provided. A correction injection was administered to address the bg. Customer reverted to an alternate method of insulin therapy.